Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels in the 245-300's (mg/dl) range. To address the bg level, the customer delivered a correction bolus via the pump. System check with tandem technical support was performed and showed that the pump was performing as intended. Recommendation was made to consult with health care provider to discuss possible factors affecting bg levels.